Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received appropriate therapies due to vt and vf arrhythmia. Post-delivery, noise was noted on the ventricular channel. X-ray to be performed.